Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the front and rear housing and screen were cracked. Functional testing involved powering up the device and showed that it alarmed error code 1720. The investigation determined that an issue with the back-up capacitor was the cause of the reported issue. The back-up capacitor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
The medwatch form was received from (B)(6) with patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error 1720 and no longer functioned. The patient had a backup pump and was able to switch to it. The reported issue did not occur while in use with the patient. The infusion was life sustaining and there was no reported adverse event.